Manufacturer narrative:
Patient's weight is estimated.

Event description:
It was reported that the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
The reported event of service app state was confirmed. A review of the ipg diagnostic logs revealed that the ipg entered the service application condition state on (B)(6) 2024. The ipg was then recovered from the service app state on 7-june-2024. Per event details, there was no report of any procedures that could have caused the service app condition that occurred on 21-march-2024. When the ipg recovers from the service app state using a clinician programmer (cp), the data logs prior to the recovery are lost.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
A retrospective review indicates this event is connected to the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.